Event description:
The customer reported that the 6800 sys remains dark after switching on and would not produce an x-ray when using the foot switch. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable. However, no report of pt or staff injury was reported.